Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high thresholds. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high thresholds. A new lead was implanted. No additional adverse patient effects were reported. According to additional information, this rv lead exhibited pace impedance measurements greater than 3000 ohms, which was out-of-range. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.